Event description:
It was reported that following pump implantation, the pt was transferred to another facility for rehabilitation and dose adjustment. She subsequently experienced spinal headache and noted swelling of the pump and catheter incision site. Medication was prescribed for her headache which "made it worse" and she underwent additional intrathecal dose titration and oral baclofen. Several weeks later, the pt was diagnosed with a urinary tract infection and was given antibiotics. The pt saw the implanting hcp for the swelling around the pump site; he lowered the dose again. The following morning, the pt's husband was unable to awaken the pt and she was taken to a local hospital in a coma. The pt was then taken by helicopter to another hospital where tests were conducted and the pt underwent an emergency craniotomy for a subdural hematoma. The reporter indicated that the hcp had "failed to connect the catheter properly to her spine and that the swelling at the pump site was "cerebrospinal fluid that should have been cushioning her brain." The pump and catheter were removed. The pt underwent a second craniotomy, was in the intensive care unit for 10 days and required physical and occupational therapy. A follow-up report will be sent if additional information becomes available.